Manufacturer narrative:
The following sections have been updated: b4: date of this report. B5: describe event or problem. D1: brand name . D4: catalog number. G3: date received by manufacturer. G4: k013227. G6: checked "follow-up". H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
It was reported that that the implant was placed 10 years ago, but did not have placement date. The implant was removed due to peri-implantitis and chart also indicated possible fracture and patient felt pain when biting. Did not have any information on the implant that was placed.

Manufacturer narrative:
An impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned for investigation, see attached image pics0 - pics6 in the complaint. Visual inspection of the as returned product identified attached crown and bone to threads. No fracture identified. Pre-existing conditions noted on the per is smoker and moderate bone density - type ii. The reported device location was #4 (universal) for approximately 10 years. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (tsvb11) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction did not occur and the reported event was unconfirmed for fracture however reported event is non-verifiable for peri-implantitis. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Implant date unknown / not provided. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #4 failed to integrate due to an infection and was removed. Peri-implantitis & bone loss was also checked off per form per indicated:surgical/medical intervention required for permanent damage: no additional appointment required: no. Symptoms as a result of the event: pain & inflammation.